Event description:
It was reported that the patient presented for aveir leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the patient sustained tricuspid regurgitation which caused the catheter to deflect backward. It was later discovered that this caused the helix of the lp to become stretched. The procedure was completed using an alternate lp on (B)(6) 2024. There were no patient consequences.